Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. The consumer's claim of strong adhesive does not constitute a device malfunction. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 16-jun-2025, this spontaneous report was received via email regarding a 57-year-old female consumer who used an unspecified welly health bandage. On 11-jul-2025, additional information was received from the FDA (MDR report # mw5171946). On an unspecified date, the consumer topically applied welly health bandages to cover over mosquito bites on her arm so she would not scratch them. When she removed the bandages on (B)(6) 2025, she noticed they were difficult to remove. She experienced red raised welts where the bandages were, and the area was raw. She went to a doctor and was prescribed a steroid cream (also reported as prednisone) to counteract the effects. Four to five days after removing the bandages the imprint of the bandages were still on her arm; her skin was really dry and scaly. She noted she loved the bandages, but the adhesive was strong. No additional information was provided.